Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain,generalized illness, rupture. (B)(4).

Event description:
It was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices ( sm mpp gel 325cc date of implant (B)(6) 2009) developed breast implants rupture. It was also reported that the patient experienced bilateral breast pain and reported unexpected systemic symptoms, which included but not limited to horrible painful face rash and severe allergies to foods, joint pain. As a result, the patient scheduled for breast implants removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the left side.

Manufacturer narrative:
On 5/15/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, patient reported that I am one day post op from my explant surgery! Thankfully it was not ruptured but it had created a lot of painful air pockets inside the capsule which is what was causing a lot of my pain and inflammation. I am feeling much better. As a result of this information device code rupture will be removed, therefore there is no product issue. Manufacturer¿s reference number: (B)(4).